Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge¿ balloon catheter was used to pin a guide wire inside the guide catheter. However, during an attempt to inflate the balloon up to 15 atmospheres, the balloon would not hold pressure. The device was removed inside the guide catheter and was tested outside the patient's body. It was then noted that there was a pinhole ruptured. The procedure was completed with another balloon catheter with the same size. No patient complications were reported.